Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient was unable to connect to their ipg following an unrelated procedure. The ipg was set to surgery mode. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
Correction a3b: birth date is corrected.

Manufacturer narrative:
The report that the ipg was revised due to ¿unable to connect to ipg¿ was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition occurred on the day of the unrelated procedure the patient reported having prior to the device becoming inoperable. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system. The device was able to be moved into therapy state and it communicated with all lab utilities and passed all tests on the automated test equipment (ate).